Manufacturer narrative:
(B)(4). Evaluation summary: the self expanding stent system (sess) was returned with blood on the entire length of the device and no saline in the stent holder, consistent with handling and use in a procedure. The distal outer sheath was fully retracted and the stent was not returned, consistent with deployment or attempted deployment. The handle was opened and it was observed that the rack (the gear toothed connector on the shaft) was fully retracted, indicating that deployment had occurred. The handle was observed to be in the locked position, but based on the reported information and the observations in the handle, it is likely that the physician relocked the device after use. Analysis noted a jagged tear in the outer member, proximal to the distal sheath. The inner member was intact at the tear. This damage is likely due to the force placed on the device during reported failure to deploy. When force was being exerted on the thumbwheel to retract the outer member and deploy the stent, the sheath may have been unable to retract due to external reasons (i.e. Interaction with vessel anatomy) and with enough force, the user may have inadvertently torn the outer member. Potential factors which could contribute to difficulty deploying/partial deployment include, but are not limited to, manufacturing, tortuous anatomy, severe calcification, physician technique, and device interaction. As there was no damage to the device that would indicate a reason for difficulty retracting the thumbwheel, there is no indication of a manufacturing deficiency. In this case, a definitive cause for the difficulty retracting the thumbwheel/partial deployment could not be ascertained. Due to the partial deployment and subsequent retraction of the device, the stent separated into 2 pieces. To treat the fractured stent pieces, further stenting was done to embed the absolute stent pieces in the vessel walls at the 2 separate locations. This additional procedure led to significant clinical delay. It should be noted that per the instructions for use (IFU): once the stent has started to deploy, it is not recommended to remove the stent with the delivery system. Even though the stent separation was likely due, in part, to this use of the device; in this case, the removal of the device after the stent was partially deployed seemed to be a reasonable clinical response to the failure to fully deploy. It should also be noted that per the IFU: the absolute pro .035 biliary self-expanding stent system is intended for palliation of malignant strictures in the biliary tree. In this case, the device was used in the external left iliac artery. There is no indication that this use led to the reported device issues. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint-handling database for the reported lot was performed and revealed no other incidents. No definitive cause could be determined for the difficulty deploying/partial deployment of the stent. Based on the investigation, there is no indication of a product quality deficiency. During production all sheathed stents are 100% visually inspected for stent location between the markers and verification that the stent is fully covered within the distal sheath. Also, all devices are inspected for normal handle function and deployment force online. A sample of units from each lot is deployed and inspected for proper functionality.

Event description:
It was reported that during the procedure in the external left iliac artery, the absolute pro stent system was advanced to the target lesion from the right common femoral artery. During attempted stent deployment, the stent partially expanded, but the thumbwheel froze. The physician pulled the stent system back with the partially expanded stent, and the stent separated into two pieces. One segment of the stent remained in the external iliac and the other segment remained at the bifurcation of the iliac. A kissing balloon technique was performed using two omnilink stents at the bifurcation of the iliac, embedding the stent segment. Two absolute pro stents were deployed in the external iliac; one to embed the stent, and the other to treat the target lesion. Although there was a significant clinical delay in the procedure, there was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - incorrect removal, indication for use the device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.